Event description:
The facility reported an infusion pump with a failure code 12:303 on channel b. Info was not provided regarding whether or not the failure occurred during an infusion. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event. Although attempts were made by baxter, details were not available regarding additional contact info, patient demographics, medication involved, or pump programming.